Manufacturer narrative:
Approximate age of device ¿ 3 years and 3 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency department with a gastrointestinal bleed. The patient's inr was 2.5. The patient was admitted, transfused with 1 unit of blood, and underwent an upper esophagogastroduodenoscopy. Results were not provided, however, the bleeding reportedly resolved. No further information was provided.